Event description:
While performing laparoscopic surgery with storz endoscopic equipment, the light cord came disconnected from the laparoscope and landed on the drape. This burned a hole in the drape and could have reached the patient if not removed in time. This has occurred several times. Concern over design of scope adapter connecting light source to scope. Does not have adequate threads to maintain secure connection during routine use.